Manufacturer narrative:
Additional information was received that the patient's entire scs system was replaced due to inadequate coverage. The patient was doing well post-operatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing discomfort and stabbing sensation at the lead site. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing discomfort and stabbing sensation at the lead site. The patient will undergo a revision procedure.